Event description:
It was reported that during a tympanoplasty, the handpiece overheated. A back-up handpiece was used to complete the procedure with no delay or adverse effect. There was no injury reported as a result of this event.

Manufacturer narrative:
(B)(4). A pre-repair temperature test was performed on the handpiece. The temperature readings at one minute were as follows: 75.6 degrees f at the rear, 80.6 degrees f at the middle, and 202.1 degrees f at the nose. The overheating issue was confirmed after 20 seconds. The handpiece has not been repaired at this time. H10. Blank fields on this report are the result of information not being provided by initial reporter. This device is used for therapeutic purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.